Event description:
Reported 1 false positive sofia sars result for 1 employee during onsite employee testing. It is unknown whether the employee was asymptomatic or symptomatic. The customer communicated that the result was confirmed negative on another rapid antigen assay. An on-site quidel personnel member provided troubleshooting, discovering that the analyzer being used had become hot from running hundreds of tests during the employee testing. No further false positives were obtained following the troubleshooting.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.